Event description:
Six months ago, pt complained about lower back pain and went to an orthpedics doctor. After an x-ray was taken it was revealed that there was a foreign body in the center of their pelvis. It was suspected that the foreign body was from an operative hysteroscopic myomectomy procedure two years ago wherein a karl storz resectoscope was allegedly used. Doctor checked with hospital and was told that there was a resectoscope sheath sent for repair a week after the procedure in which the beak was missing.